Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the right cylinder tubing to the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected. During visual inspection, tissue contamination was identified inside the pump. The ms pump was not functionally tested due to the contamination. The pump kink resistant tubing (krt) was cut down to the pump block and was not returned for analysis. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the right cylinder tubing. No patient complications were reported.